Manufacturer narrative:
The device was returned and evaluated and only found the malfunction mentioned in the b5. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the insufflation unit had an abnormal sound. The issue was found during reprocessing before a diagnostic hysteroscopy procedure. The procedure was completed with another device. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: air leakage from 1st regulator unit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, the cause of customer reported noise was the gas leak, which was caused by a faulty first regulator unit. The root cause of the regulator being faulty could not be determined. Olympus will continue to monitor the field performance of this device.